Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was in stage 3 renal failures and needed supplies to get back on the insulin pump. Customer was hospitalized for high blood glucose. Customer's blood glucose was 300 mg/dl to 600 mg/dl. Customer had not been wearing the device for over a month. Customer will not be returning the device for analysis.